Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01726, 01727, 01728, 01729.

Event description:
Allegedly, pt has dislocated several times, revision surgery was scheduled. When the pt was opened, there were signs of mom issues. Gray tissue all around and cloudy fluid. Also the screw head one of the screws was partially broken.